Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens that was handled during removal and replacement. Furthermore, a detached haptic was observed. The dimensional inspection was performed on the remaining haptic and measured within specifications. Based on the return condition of the lens, no further product evaluation could be performed. ¿dc-haptic detached¿ was confirmed, however per the initial report this issue was observed during insertion, and therefore cannot be confirmed to be related to manufacturing and no product deficiency could be identified. ¿dc-device partially delivered¿ could not be confirmed, because the lens was received outside/without a cartridge tip, and therefore cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis monofocal intraocular lens (iol) haptic broke off and there was patient contact with the lens. The lens was removed and replaced with a backup lens in the same procedure. There was no additional surgical intervention required. The patient outcome was not provided. No further information provided.